Event description:
In 2009, it was reported by the rep that the patient had a rash at the ipg site, abdomen, buttock, and down her leg. Additionally, the pocket was tender to touch. It was reported that the physician re-opened the ipg site and placed a dacron pouch over the ipg five days prior. Follow-up with the patient five days later, revealed that the patient has no rash and is doing well. System is implanted and will not be returned for evaluation.

Manufacturer narrative:
Eval: device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specification. Conclusion: device not returned. The cause of the reported complaint could not be determined from the review of the DHR and sterilization record. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.